Event description:
It was reported that patient had a pericardial effusion drained on (B)(6) 2025. Log files were sent from (B)(6) 2025. The log file event history captured no unusual events. Log files from (B)(6) 2025 captured low flow events on (B)(6) 2025. There were also a few low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when the pulsatility index was elevated. There were no other unusual events recorded in the log file event history. There did not appear to be any type of mechanical circulatory system equipment issues that cause these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the pericardial effusion was ongoing/worsening since the removal of the post-op chest tubes. The pericardial fluid consisted of serous fluid related to the surgical implant of the heartmate 3 and post-op recovery. A chest x-ray, echocardiogram, chest ultrasound, and interventional radiology placement of a chest tube were performed. The patient was also said to have been asymptomatic during the event.

Manufacturer narrative:
Section b3: correction no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d6a: date of implant corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined. The submitted controller event log files contained events from (B)(6) 2025 and from (B)(6) 2025. Several low flow fault flags were captured from (B)(6) 2025, with three of these faults resulting in transient low flow hazard alarms on (B)(6) 2025. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pericardial fluid collection, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient¿s vital signs were stable and within normal limits, they were not volume depleted, and they were sleeping and asymptomatic with regard to the pericardial effusion. It could not be confirmed if the low flows were related to the pericardial effusion.